Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010, the device appears to have switched itself on automatically. The device would have played the speech prompts and timed out after 10 minutes. The pad-pak was then removed and a new pad-pak inserted on (B)(6) 2011 but then removed again. No fault could be found with the returned pad device or pad-pak and the reported fault could not be verified using information from the device memory or history log. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.